Manufacturer narrative:
E1-initial reporter facility name: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that device detachment occurred. The target lesion as located in the severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, inside the patient, the device did not indicate any stall and sound was rough. The device had fractured in the middle, and front of the burr could not be flushed. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.